Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use identifies premature coil separation as a potential complication associated with use of the device.

Event description:
As reported, during a visceral embolization procedure, the azur cx 35 coil did not deploy properly. The implant detached while inside the patient body in the catheter, but then was removed safely by the surgeon. After the coil was removed, no other coils were attempted to be place. The surgeon decided to embolize using a plug instead. The procedure and patient outcome were successful. There was no patient injury.

Manufacturer narrative:
The investigation of the returned coil system found the implant coil stretched at the proximal section, separated from the pusher, and partially stuck within the returned catheter, which is consistent with the alleged product issue. However, the pusher was not returned for evaluation. Without the return and evaluation of the pusher to inspect the attachment monofilament, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but this condition is consistent with the device experiencing forces exceeding the implant's yield strength. The returned catheter was found to be undamaged and would not have caused or contributed to the reported complaint.

Event description:
As reported, during a visceral embolization procedure, the azur cx 35 coil did not deploy properly. The implant detached while inside the patient body in the catheter but was removed safely by the surgeon. After the coil was removed, no other coils were attempted to be placed. The surgeon decided to embolize using a plug instead. The procedure and patient outcome were successful. There was no patient injury.